Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) dilation procedure to treat dysplasia performed on (B)(6) 2025. During the procedure, the balloon had multiple leaks when attempting to inflate to 18 mm. Upon taking it out, after it would not inflate, and after being inflated again, multiple holes that were leaking were noted. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.